Event description:
During an arthroscopic procedure, the physician was utilizing a speedstitch suturing device. The physician reported the suture cartridges (unk catalog and lot numbers) would not lock into the barrel of the device. The physician attempted to load the suture cartridges with three different speedstitch handles (all of the same lot number), however, the cartridges would not load properly. It could not be confirmed if the physician used three different barrels and suture cartridges. The procedure was ultimately completed using a competitors suture product. The incident caused a surgical delay in the procedure of approx 30 mins. No pt injuries were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but were not received. Device 4 of 5. Reference MFR reports: 9019871-2012-00277, 9019871-2012-00278, 9019871-2012-00279, 9019871-2012-00295.